Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca that allowed high voltage to travel to the low voltage cicuitry. Additionally the u409 component on the computer analog board was shorted. The root cause for the shorted igbts was unable to be positively identified. The root cause for the shorted u409 was unable to be positively identified no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse during incoming testing.